Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse removed a 10 mg (5 mg/ml) 2 ml valium cartridge for a patient on 4f and wasted 1.6 ml (8 mg) with ahn, rn. However, the high-location pyxis machine only recognized a 2 mg cartridge as have been removed, even though a 10 mg cartridge was stocked. When user attempted to waste the remaining 8 mg, the system displayed a message stated that the amount could not exceed what was removed. Both the high and low side pyxis machines prevented wasting the full 8 mg. Despite the system limitation, rn completed the correct waste of 1.6 ml (8 mg), and the patient received the correct administered dose of 2 mg. The pyxis system appeared to acknowledge only the ordered dose (2 mg) rather than the full vial amount (10 mg), generating an alert: error: unable to waste more than the remaining amount. Users required the pyxis machine to dispense the entire cartridge (not a partial amount) while still allowed documentation of the unused portion. The customer requested verification that the ads configuration was correct, confirmation of the messaging observed on 2/8-2/9/26, and validation that medication 762 was loaded appropriately.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with waste prompt. A technical support specialist (tss) reviewed the order history and confirmed that the issue was an isolated, one-off occurrence that did not appear on any other remove or waste transactions for the same order. Medication configuration within station was verified to be correct, and no similar issues were identified for this medication across other orders. After confirming that the medication build in station was accurate, customer agreed to close the case. The system functioned as intended after the technical support specialist verified the device.